Event description:
The customer reported they received a speaker malfunction, while connected to a patient. It was noted that the speaker was damaged, and it was not producing sound. The device was in clinical use at the time the issue was discovered. There was no report of any patient harm, however, the issue caused a lack of awareness to the patient's condition. Patient details are not available.

Manufacturer narrative:
UDI number added.